Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed falsely elevated results while using architect prolactin reagents. The following data was provided for the same patient. Initial (sid not provided) 1400 miu/l, repeat after polyethylene glycol treatment of specimen 140.62 miu/l sid (B)(6) (tested (B)(6) 2018) 1491.27 miu/l. Sid (B)(6) (tested (B)(6) 2018) 1542.17 miu/l, diluted (dilution not provided) 1644 miu/l. Sid (B)(6) (redrawn specimen tested (B)(6) 2018) 1733.25 miu/l. Sid (B)(6) (redrawn specimen tested (B)(6) 2018) 1499.65 miu/l. Sid (B)(6) (after polyethylene glycol, peg, treatment of specimen tested (B)(6) 2018) 70.31 miu/l. Other methods used at another laboratory were lower, including siemens (386 miu/ml) and roche (426.33 miu/l). Siemens method used at another laboratory was lower, 386 miu/l. Due to the initial elevated results, the patient was sent to another hospital for treatment, however no information regarding the treatment was provided. Due to the elevated result, the patient was clinically determined to have hyperprolactinemia and underwent a cranial (pituitary) imaging examination, however the specific imaging diagnostic used was not provided and no information regarding IV contrast was provided. No harm to the patient was reported due to treatments or due to the diagnostic imaging. No adverse impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, instrument log review, labeling review, and accuracy testing. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Log review did not identify any issues that contributed to the customer issue. Labeling was reviewed and found to be adequate. In this case, macroprolactin present in the patient specimen contributed to the elevated results. Macroprolactin presence was confirmed because the results were lower after performing peg precipitation of the sample. The product package insert and the architect prolactin assay troubleshooting guide provide information relating to elevated prolactin results and details regarding macroprolactin and peg precipitation. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.